Event description:
It was reported that a motor stall was confirmed via the pump logs. The stall occurred on (B)(6) 2014 with a stop pump period may exceed tube set message on (B)(6) 2014; no motor stall recovery recorded. It was thought that the patient had a magnetic resonance imaging (MRI) scan on ¿sunday¿ but not sure if an MRI occurred on (B)(6) 2014. The reporter was unsure if the patient heard the pump alarm and the reporter did not hear the alarm while he was with the patient. The patient was noted to have experienced a lot pain. This device system delivered morphine. Attempts were made requesting clarification to the event details, troubleshooting, resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID: 8711, lot# n132194023, implanted: (B)(6) 2008, product type: catheter. (B)(4).